Manufacturer narrative:
This device was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. The physician noted the infection was not related to the device, and there is no allegation against the device. It was also noted that a review of device history indicated an inappropriate shock was delivered, but the device functioned as it was programmed. There were no other adverse patient effects reported.